Event description:
The implant failed due to patient's poor bone condition and infection. Initial implant failure (did not complete implantation). Fixture was placed at #15 and removed after 15 days. Bone graft material was used. Moderate oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health information about patient. See scanned pages.